Event description:
It was reported that when using the bd pyxis¿ medstation¿ es kept logging off users and the pyxis application failed to launch. The customer stated that this malfunction occurred while dispensing the medication. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer, station was operational after update-related changes which had changed the blue screen to password screen and the customer successfully tested the device. The system functioned as intended after the customer resolved the issue.